Event description:
A cracked and shattered touchscreen was reported by a customer, rendering the pump unresponsive. There was no adverse impact on the customer's blood glucose level. The customer arranged to use multiple daily injections as backup therapy.